Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg. Customer continued to use pump for insulin therapy.